Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-001129-1. No device problem found. The reported event was confirmed on the associated report 3002806535-2018-001129-1.

Event description:
Hiploc plate and screw does not assemble.

Manufacturer narrative:
(B)(4). UDI - (B)(4). Medical product - std brl 4-hole plate 135 deg, item 2110-135-004, lot 6224834. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-001129.

Event description:
Hiploc plate and screw did not assemble.